Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges were damaged. However, the exact damage was unknown. Reportedly, the user did not elaborate on the reported issue and declined to provide additional information regarding the damaged cartridges. There was no reported impact to the user's blood glucose level. The user successfully loaded a new cartridge.